Event description:
It was reported during the implant attempt that "information received by medtronic indicated that at implantation of this ICD, it was tried to tighten the rv set screw, but it would not tighten the lead." The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, there was grommet damage and a setscrew problem noted on the visual inspection.